Event description:
The customer reported that the device did not charge when in use. There was no report of pt impact or involvement.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.